Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent care on denuded skin beneath an ostomy pouch and a topical skin adhesive was used on an unknown date. The patient experienced unspecified burning when the adhesive was applied. Additional information was requested.